Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a patient that she underwent a sling procedure on an unknown date. The patient reported that she developed various illnesses including constant utility, myalgic encephalopathy/ chronic fatigue syndrome, and fibromyalgia. No additional information was provided.